Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-04529. Further follow-up indicates the patient had surgical intervention on 15apr2019, during which both leads were found to have high impedances. As a result both leads were explanted and replaced. Issue resolved and therapy has been restored. The patient's other lead has been added to this event as a new device (device 2).